Event description:
It was reported that patient never had therapeutic effect since implant. Patient believed that his pump was not working/not controlling his pain since implant. Per reporter "there may have been a catheter revision at one point but was not certain of that"; reporter was not sure if there had been or were any reservoir volume discrepancies. Additional information has been requested; a follow-up report will be sent when it becomes available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Programmer model: 8835, serial# (B)(4); catheter: 8709, serial# (B)(4), implanted: (B)(6) 2011, explanted: unk. (B)(4).